Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected, vitros phyt quality control result was obtained on a vitros 5,1 fs chemistry system. The investigation was unable to determine an assignable cause of this event. A successful within run phyt precision test concluded that the vitros 5,1 fs chemistry system was performing as expected. There was no evidence to suggest a vitros phyt reagent contributed to the cause of the event. Issues with pre-analytical qc fluid handling cannot be ruled out as a potential contributing factor.

Event description:
The customer obtained a lower than expected, vitros phyt quality control result on a vitros 5,1 fs chemistry system. The following result was obtained: vitros phyt qc result = 9.8 ug/ml versus the expected result = 12.3 ug/ml. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number# (B)(4).